Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet and set screw. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to engage the right ventricular port setscrew of the cardiac resynchronization therapy defibrillator (crt-d) during a device replacement. Once the physician removed the grommet, the setscrew was observed to be out of place. The device was explanted and replaced. No patient complications have been reported as a result of this event.